Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets occlusion issues due to kinked cannula event on (B)(6) 2026. The blood glucose level was high and treated with correction bolus via pump and multiple daily injections (mdi). No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.